Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced bent cannula issue on (B)(6) 2026 which caused hyperglycemia event. The blood glucose level was 488 mg/dl at the time of the event and got treated with insulin pen. The patient was in hyperglycemic state for 6 hours. The infusion set was in use for less than 24 hours. No further information available.